Event description:
Baxter international reported one incident of occluding fibers on the first use of the ca 170 dialyzer. No medical intervention or pt injury was reported. To date, no further info has been provided to baxter.